Event description:
It was reported that a patient underwent a sling procedure in 2008 for the treatment of stress urinary incontinence. The patient felt a protrusion of mesh in the anterior vaginal wall. The physician confirmed the erosion by vaginal exam on (B)(6) 2011. The patient was treated for one month with estrogen vaginal cream but the erosion remained persistent. The patient required surgery for the removal of a portion of the mesh on (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
(B)(4): vaginal exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).